Event description:
It was reported that a spectrum pump experienced automatic output of the #3 key (e.g. When the #1 key is pressed 13 is displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval could not confirm any keys to be inoperable. The device was tested for 24+ hours and no keypad output response anomalies were apparent during the product eval. Each key was tested and found to function correctly without any anomaly. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The keypad was replaced because of delamination.